Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that nurse stated the arctic sun device was getting an alert 113 (reduced water temperature control). Patient temperature was 35c, target temperature was 33c, water temperature was 30.8c and flow rate was 2.6lpm. System diagnostics showed that outlet monitor temperature (t1) was 30.9c, outlet control temperature (t2) was 30.8c, inlet temperature (t3) was 30.8c, chiller temperature (t4) was 4.3c, water flow rate was 2.6lpm, inlet pressure was -4 psi, circulation pump command was 100 percent, mixing pump command was 100 percent, system hours were 3033.2 and pump hours were 2759.4. They did not have another device available for use. Mss suggested to find alternate method for cooling. During the 2nd call, biomed sent in data files showing an alert 113 (reduced water temperature control) due to a failed mixing pump and requested a quote for the 2000 hours service.

Manufacturer narrative:
The reported issue was unconfirmed. No root cause was isolated as the reported issue was not reproduced during evaluation. The device was evaluated and the reported issue was unconfirmed as the issue was not observed during testing. No repairs were needed for reported issue. Performed 2k pm service on the unit. The device was producing an alert 113 and a test mixing pump was needed during decontamination to cool. Replaced tank tubing due to expansion. Serviced the mixing, and circulation pumps. Replaced the heater, manifold o-rings, drain valves, tank tubing and the coin cell. Performed a functional check and pre-cal the device after the repairs. Placed on acats (automated calibration and test system). Passed acats and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. It was unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. The device history record review was not required as the reported event was unconfirmed. The labeling review was not required as the reported event was unconfirmed. Corrections: d,g,h h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that nurse stated the arctic sun device was getting an alert 113 (reduced water temperature control). Patient temperature was 35c, target temperature was 33c, water temperature was 30.8c and flow rate was 2.6lpm. System diagnostics showed that outlet monitor temperature (t1) was 30.9c, outlet control temperature (t2) was 30.8c, inlet temperature (t3) was 30.8c, chiller temperature (t4) was 4.3c, water flow rate was 2.6lpm, inlet pressure was -4 psi, circulation pump command was 100 percent, mixing pump command was 100 percent, system hours were 3033.2 and pump hours were 2759.4. They did not have another device available for use. Mss suggested to find alternate method for cooling. During the 2nd call, biomed sent in data files showing an alert 113 (reduced water temperature control) due to a failed mixing pump and requested a quote for the 2000 hours service.